Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-09003 for the other ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that they had stimulation in an undesired location and never had therapeutic benefit since having the first ins implanted (patient had 3 ins devices). The patient stated that while on the table stimulation was going to the correct locations and when they got up after surgery the stimulation did not hit the right spots anymore. They had ¿run it up high¿ just to ¿get anything¿. The patient did see their healthcare professional (hcp) for reprogramming but that never helped. The indications for use for the implanted device were noted as failed back surgery syndrome and multiple back operations. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.